Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The december 2018 angiodynamics complaint report was reviewed for the xcela pasv PICC product family and the failure mode "catheter occluded {treatment}. " no adverse trend was identified. The used device from the reported event was not returned to angiodynamics for evaluation, therefore the failure was unable to be confirmed and the root cause unable to be determined. Previously, however, 13 unused devices from the same product lot had been returned by the end user hospital and had been tested : the valves and catheter tubing were found to be undamaged, with the valves slit and centered. When infused with pressurized water, no leakage occurred. The lumens were subjected to a guidewire insertion test and found to be unobstructed. The devices functioned as intended. The directions for use (dfu) provided with the xcela pasv PICC contains the following directions and precautions: "flush the catheter after every use, or at least every seven days when not in use, to maintain patency. Use a 10 ml syringe or larger. - flush the catheter with a minimum of 10 ml of sterile normal saline, using a "pulse" or "stop/start" technique. Precaution: if resistance is met when flushing, it is recommended that no further attempts be made. Further flushing may result in catheter rupture. Refer to institutional protocol for clearing occluded catheters. Precaution: never forcibly flush an obstructed lumen. If either lumen develops a thrombus, first attempt to aspirate the clot with a syringe. If aspiration fails, consult institutional protocol for management of thrombosis." (B)(4).

Manufacturer narrative:
It has been reported that a sample will be returned to angiodynamics for evaluation, but to date, nothing has been received. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported valved xcela PICC placed on october 7. Unable to draw blood during insertion. Replaced on october 8 with another PICC. No patient complications were reported.